Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) lot 0688 on (B)(6) 2011 alleges mesh exposure on the left side, infection, pelvic pain, recurrent stress urinary incontinence, bleeding, difficulty emptying the bladder. Additional information received on (B)(6) 2016 from coloplast distributor: re-hospitalization and multiple additional surgery of plaintiff occurred, the last one on (B)(6) 2012.